Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they were constantly still peeing and only get about 4 hours of sleep as a result. The patient felt like the therapy wasn't working and they were feeling stimulation near the ins, when in the past they had felt stimulation in the groin area. The patient mentioned that they fell a few times prior to this event. The patient also mentioned that they got sick prior to this event so they weren't using the therapy, and now that they're feeling better they want to try using the therapy again. The patient mentioned that they were given pills to take along with using the therapy to curve the urges to urinate. The patient notified the manufacturing representative (rep) of this issue on monday (B)(6) 2025 and the rep advised the patient to contact patient services to walk them through changing to a different program. Once the patient connected to the ins they confirmed the therapy was turned on with program 5 active. The patient increased amplitude but felt stimulation near the ins. The patient tried programs 6 and 7, but they felt stimulation near the ins for each of those as well. The patient changed to program 1 and confirmed they felt stimulation in the groin area. The patient did not make further changes after this and did not allege any further discomfort. The patient will maintain amplitude and continue to monitor symptoms. Agent encouraged the patient to follow up with a managing healthcare provider (hcp) to have the ins/lead checked due to the event occurring after they had a few falls. They weren't sure if they had an hcp, so listings were sent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.